Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: at the removal of the construct, the locking caps did not loosen. The operator needed to sever and milled around the rod so the screw could be removed from the construct. There was a significant prolongation of the operation time. The me was necessary because the consisting instrumentation had to be extended and the screws were replaced by augmentable screws; competitor screws were used. The patient was postoperatively surprisingly well. The implant and explant date and levels are unknown. This complaint is on the locking cap. This is 7 of 10 reports for this complaint.

Manufacturer narrative:
This device used for treatment and not diagnosis. A device history records review has been requested. The device was returned and the investigation is ongoing. Placeholder.